Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving baclofen 500mcg/ml (either lioresal or compounded baclofen) at a dose of "120 mcg" via an implantable pump for an unknown indication for use. On (B)(6) 2015, the patient was in the hospital for a pump refill when the clinician programmer displayed the pump stopped. The patient reported they had heard an alarm two days prior and thought it was the alarm for the refill. The date of the stopped pump was "not clear". The pump was explanted on (B)(6) 2015 and a new pump was implanted on (B)(6) 2015. The patient was doing well and the new pump worked. The issue was reported as resolved. There were no reported patient symptoms. The pump would be returned for analysis.